Manufacturer narrative:
On-site investigation was performed by the field service engineer. The reported issue was reproduced during troubleshooting. The air and o2 gas modules were identified as defective and requiring replacement. The air and o2 gas modules regulate the inspiratory gas flow and a faulty air and o2 gas modules may affect the delivered volume or gas mixture (o2/air). The defective parts were not returned for investigation, despite request. The device's logs were not provided for further analysis. Our conclusion is that the air and o2 gas modules were the causes of the failure. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too small'. There was no patient involvement. Manufacturer's ref. #: (B)(4).